Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation and was inflated twice at 8 atmospheres. However, on the third inflation at 8 atmospheres, the balloon ruptured due to severe calcification of the lesion. The device was completely removed from the patient and the procedure was completed with a 5x4mm sterling balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).